Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 34 (encoder failure) message upon power up. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and no physical damages were observed. The returned platform was unable to undergo initial functional testing, as it exhibited a ua 34 (encoder failure) upon power up. A review of the archive was performed and it was found that multiple ua 34 errors occurred on the reported event date of (B)(6) 2014. The processor board was replaced to remedy the reported complaint. The system underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a ua 34 was confirmed through both initial functional testing (as a ua34 was exhibited as soon the platform was powered on) and review of the platform archive. The root cause was determined to be due to a defective processor board, which was replaced, remedying the ua34.